Manufacturer narrative:
A ge rep evaluated the system and reseated connectors. The system operates as intended.

Event description:
The customer reported the loss of fluoroscopic x-ray functionality. There is no report of pt injury or death.